Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a bd 5 ml posiflush ns prefilled syringe did not appear as a selection when choosing a syringe for infusion. The clinicians are currently programming the infusions as a bd 10ml syringe. This was reported to the bd associate during site visit. The bd representative informed the customer that there are no compatible prefilled syringes for use with the bd alaris system. There was no information on patient involvement.

Event description:
It was reported that a bd 5 ml posiflush ns prefilled syringe did not appear as a selection when choosing a syringe for infusion. The clinicians are currently programming the infusions as a bd 10ml syringe. This was reported to the bd associate during site visit. The bd representative informed the customer that there are no compatible prefilled syringes for use with the bd alaris system. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available additional information : imdrf annex a, b, c, d and g codes.